Event description:
It was reported the patient was experiencing communication issues with her scs charger. A replacement charger did not resolve the issue. The patient underwent revision surgery on (B)(6) 2013 where it was noted the suture holding the ipg in place broke and caused it to tilt sideways. The physician sutured the ipg down. The issue is resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.